Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver saline. It was reported that the patient had their first refill post-pump replacement on (B)(6) 2025. They expected 19.3ml and the hcp was not able to get any saline out of the reservoir, only blood. The hcp put in 3ml of saline and aspirated 3ml back to confirm needle placement. The hcp left the pump empty, programmed the reservoir volume to 2ml and referred the patient back to their surgeon. It was noted that the manufacturer representative (rep) was at the pump replacement. The hcp stated that the patient did have a place on the incision that looked very inflamed when she removed the band-aid. The hcp stated that the patient called it a blister. The hcp stated that it looked like the band-aid could have been causing some inflammation.